Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine follow up visit, inadequate capture issue and r-wave amplitude variation threshold issue was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable post procedure and discharged.